Event description:
During contrast injection with an automatic injector, a piece of the hard plastic where the plunger connects broke off which resulted in contrast media being splattered throughout the room. The syringe which shattered was a 150 ml-ft-q syringe. There was no serious injury to the patient nor the hospital peronnel in the room. However, the potential for significant injury did exist and the problem was report on that basis.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.